Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. D10. Concomitant medical products isha43, certain straight healing abutment 4.1mm(d) x 4.1mm(p) x 3mm(h) lot unknown. Therapy date unknown. E1: reporter name and address unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported an important allergic reaction caused by 2 healing abutments.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. On june 9, 2025, an initial report was submitted to FDA under submission site pbg-3i with MFR number. After additional information was received on september 15, 2025, it was determined that is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. Therefore, this supplemental is being reported as retraction.

Event description:
On september 15, 2025 the sales representative reported that they have had the patient evaluate the situation and after several visits they have come to the conclusion that it is not a problem with the material. There is no claim against abutments.